Manufacturer narrative:
This report is submitted on september 6, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2018 and the patient was administered antibiotics. There are plans to replace the abutment with a longer one, but this has not occurred as of the date of this report.